Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen and dilaudid via an implantable pump for intractable spasticity indications for use. It was reported that the patient had a new pump put in at the beginning of last year in (B)(6) for approaching end of service (eos). The patient representative (rep) stated they could not switch the pump out because the patient's platelets were low, so they had to wean the patient off the medication they had been on for 25 years. The patient representative (rep) mentioned that the patient was doing so good before the pump was replaced, but since the replacement the patient has not been programmed back to the medication/programming settings they were previously, and they were not doing well. The patient's mental health was bad, and they were in pain all the time. The patient had hydromorphone, baclofen for numbing, and some sort of blood pressure medication in the pump but they did not put the blood pressure medication back in. The new physician stated that it was "too complicated" to put all 3 of the medications back in like the patient had in (B)(6). When the physician did put all 3 meds in the programming, it was 'mis-programmed'/'a programming error' and 'spilled all of it into his system at one time'. The rep mentioned that they took the patient to a specialist who said it was a programming error and nothing to do with the pump, but they checked the catheters, and everything was working fine. The patient went back a couple weeks later and drained the amount of medication in the pump which aligned with the expected amount. When asked for event date, the rep stated that (B)(6) 2024, was when they had the appointment with the specialist. The rep stated that ever since then when they bring the patient to the physician, they were told things were going to get better, but they were not. The agent reviewed titration considerations. The agent emailed physician listings to the rep.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.